Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they were getting sensor signal not found. The customer stated the cannula may have a piece that broke off and was still inside his body or got curled up. The introducer needle was hard to remove. After looking at the sensor customer was unsure if the sensor cannula was intact. Customer reports the sensor cannula fractured while in the body. Customer was unsure if the sensor cannula was still in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and found sensor cannula retracted inside sensor base. Found sensor whole. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomalies due to customer did not return insertion needle.